Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous vessel of the forearm. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, on initial inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.